Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from scope connector. The foreign material was unable to be identified any further. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a button that was not working. The issue was observed during maintenance. There were no reports of patient harm. There was no delay to the therapeutic or diagnostic procedure and the procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a white contamination possibly a simethicone type of product was evident within the air and water channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: lifting on the distal end adhesive glue, control body grip and colored ring was worn, delamination evident on the light guide tube, and water leakage on the suction connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.